Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient experienced a loss of therapy and was getting up about 4-5 times per night to use the bathroom as well as experiencing pain down their leg like something was pressing on the patient's sciatic nerve. Furthermore, the patient noted that they were experiencing a sticking sensation in the vagina and every time the patient would sit or turn they would feel a sharpness in their vagina. The patient saw their managing healthcare provider (hcp) regarding the sticking sensation and the hcp reduced stimulation which improved the issue, but did not fully resolve it. Additionally, the patient had turned stimulation off, but again the sticking sensation improved, but did not resolve completely. The patient's hcp informed the patient that the patient's back was causing the sciatic pain. At the time of the call, the patient wanted assistance with turning the device off until the patient can follow-up with their hcp as the patient was at the point where they would like to just have the ins removed. The patient confirmed that stimulation was turned on at the time of the call and was assisted with turning stimulation off. The patient then reported that while there were no falls or traumas associated with this issue the ins was moving around and had been doing so for a long time. The patient was advised to follow-up with their healthcare provider (hcp) and patient status is unknown at the time of this report. There were no further complication reported or anticipated.